Event description:
It was reported that the patient never had therapeutic effect, and was not getting any pain relief. The patient couldn't sleep on his right side due to previous serious and he can't lie on his back due to 5 herniated discs. The pup was implanted on the left side and when he laid on it the pump dug into his ribs and stomach causing discomfort. The doctor was going to wean the patient off the medication. The pump contained dilaudid at that time, and other medications had been tried, but he was not getting pain relief. The patient wanted to have the pump explanted. Additional information received reported that the patient was part of a clinical study for gabapentin when the pump was initially implanted. The patient came cut out the study 2008, due to lack of efficacy, and other drugs were put into the pump to try to get better relief for the patient. The pump was later explanted. No patient outcome was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Refers to the catheter. Final device analysis of the pump revealed no anomaly found-normal device function.